Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per paper by somers et al., "high serum ion levels in conserve plus big femoral head cemented total hip arthroplasty.", hip int.2016 (B)(6).: allegedly hip revised 2 years post-primary tha for a secondary infection of a large adverse local tissue reaction. A large cystic pseudotumor extending into the abdominal cavity along the psoas muscle. Cup angle normal at 43 deg. Serum cobalt level was 21.0 microgram/liter. All components revised in two stage revision.